Event description:
It was reported that when using the bd pyxis¿ es server all stations had interface issue and the device went into disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations had interface issue. A technical support specialist (tss) dialed into the application, cce, and station to confirm behavior; found cce services were down but restarted successfully with uptime at 500 hours. The tss confirmed with the customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.